Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an aspiration failure occurred during an ophthalmic procedure. The surgery was able to be completed after replacing the pak in the system. There was no patient impact reported.

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The pak was manufactured on january 30, 2015. There were 2,496 paks associated with this lot. A review of the manufacturing did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product and associated system met specifications at the time of release. The accurus cassette with tubing was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated. The cassette and tubing were successfully primed and found to be functioning as intended. The reported event was unable to be replicated, and no problem was found with the sample. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).